Manufacturer narrative:
Pr (B)(4) follow-up emdr for device evaluation: two photos sample were provided to our quality team for evaluation. During visual inspection, the photos display the product label, confirming the reported product. No visible defects or damages were observed at the photo sample. Examination of the physical product involved may provide clarification as to the cause for the reported failure; therefore, the reported failure mode was not confirmed. A review of the internal manufacturing device records and raw material history files for the reported lot number 0001498330 was performed and no recorded quality problems or rejections related to this incident were found. Product undergoes inspections during manufacturing, no issues related to the reported incident were identified, all procedural and functional requirements for product release have been met. Based on the available information we are not able to identify a root cause at this time. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and defect will continue to be monitored by our quality team for signs of emerging trends.

Event description:
Information received on 02/may/2024: swiss medic report information: date of the incident: (B)(6) 2024. Description of the intermediate case: the patient was admitted as an emergency on (B)(6) 2024 due to breathing difficulties and deterioration of her general condition. The examinations revealed a pleural effusion. This was treated under local anaesthesia with the safe-t-centesis 8 fr, whereby it became apparent that the catheter was not continuous: no secretion flowed out. The placement was checked using sonography, 'the position of the catheter was correct. The application was carried out by an experienced noffall doctor. A catheter was then successfully placed and the pleural effusion could be punctured. Were there actually serious consequences for the patient, user or third party?: no serious consequences and explain why it has been classified as serious: the defective catheter was tested with water after removal and proved to be in fact not passable. The event was classified as severe, as there is always risk of bleeding and pneumothorax is always associated with the insertion of a pleural catheter. If it is not noticed that the catheter is not pervious, air can enter between the pleura and lungs, i.e. There is a high risk of a tension pneumothorax. This is a special and life-threatening form of pneumothorax. Therefore report the event. Information about the deviation: deviation type: supplier complaint. Deviation no.: (B)(4). Date of receipt: 2024-04-10. Injury (patient / other): no. Device possibly involved in injury: no. Device available for examination: no. Detection site: 2 - on application. Origin: clinic. Complaint: on saturday evening, 6.4.24, we had a patient with a pleural effusion. As there were indications for a puncture, the deputy head physician of the emergency department used a safe-t-centesis 8fr. Despite the correct positioning of the catheter after the puncture (control under sonography), the catheter was not permeable. It was removed and another catheter was successfully inserted. The defective catheter was then tested with water, and indeed it was not permeable (the doctor had the impression that it was blocked). For our part, all safe-t-centesis 8 fr catheters from the same batch were set aside. Notification to swissmedic. Product information: article no.: pig1280k/v001 - safe-t-centesis® catheter drainage set (8 fr) pu (packaging unit) 10 pieces additionally affected article no.: pig1280k/v001 - safe-t-centesis® catheter drainage set (8 fr.) Pu (packaging unit) 10 pieces additionally affected lot no.: 0001498330. Additionally affected UDI no.: affected component article no.: / - affected component lot no.: additional information: description of the problem (what / why): pig1280k blocked. How many times has the defect occurred: once. Medical intervention (other than first aid): no. Needle/probe puncture: no. Other measures taken: no. Safety issue: no. Problem resolved: yes. How the problem was solved / additional information: replacement. Photo / samples available: no. Safety valve broken / damaged / disconnected: no. Safety clamp open if valve broken/damaged/ disconnected: no. Safety valve nose broken / damaged: no. Locking tab broken/damaged: no. Leakage: no. Successful drainage: yes. Effects on the patient: no indication of this / not applicable. Exposure to blood/body fluid: no. Course of treatment changed due to event: no. Connected device (pleurx/peritx/brand) pig1280k. Procedure performed by: physician. The procedure was performed in: hospital. Replacement requested: no. Credit requested: yes. Information about the defect: fault location: catheter. Type of defect: impermeable.

Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. Device problem code: (B)(6). Patient problem code: (B)(6).

Event description:
Injury (patient / other): no. Device possibly involved in injury: no. Complaint: on saturday evening,(B)(6) 2024, we had a patient with a pleural effusion. As there were indications for a puncture, the deputy head physician of the emergency department used a safe-t-centesis 8fr. Despite the correct positioning of the catheter after the puncture (control under sonography), the catheter was not permeable. It was removed and another catheter was successfully inserted. The defective catheter was then tested with water, and indeed it was not permeable (the doctor had the impression that it was blocked). For our part, all safe-t-centesis 8 fr catheters from the same batch were set aside. Notification to (B)(6) medic. Product information: additional information: description of the problem (what / why): pig1280k blocked. How many times has the defect occurred: once. Medical intervention (other than first aid): no. Needle/probe puncture: no. Other measures taken: no. Safety issue: no. Problem resolved: yes. How the problem was solved / additional information: replacemen.t photo / samples available: no. Safety valve broken / damaged / disconnected: no. Safety clamp open if valve broken/damaged/ disconnected: no. Safety valve nose broken / damaged: no. Locking tab broken/damaged: no. Leakage: no. Successful drainage: yes. Effects on the patient: no indication of this / not applicable. Exposure to blood/body fluid: no. Course of treatment changed due to event: no. Connected device (pleurx/peritx/brand) pig1280k procedure performed by: physician. The procedure was performed in: hospital. Replacement requested: no. Credit requested: yes. Information about the defect: fault location: catheter. Type of defect: impermeable.